Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Conclusion updated to include additional information received: while advancing the device from the femoral artery to the aorta it was reported that all of the marker bands dislodged from the 65 cm. 5 fr. Super torque cath mb pigtail 8sh catheter. Most of the marker bands were retrieved by aspiration but three or four marker bands remained in the internal iliac and deep femoral arteries due to the narrow access space, and the marker bands catching on the introducer tip. There was no reported difficulty removing the catheter from the package. The device appeared and prepped normally prior to use on the patient. The procedure was successfully completed with no clinical consequence to the patient. Analysis of the returned device did not confirm the dislodged markerband; however, follow up investigation noted that the actual device used in the procedure was discarded. The customer has received a reminder of the field safety notice and a copy of the instructions for use. Nine units of cath mb 5f pig 65cm 8sh were received for analysis in two different bags under the same complaint (B)(4). Of these nine units, one of them was received coiled, non-sterile, inside a separated plastic bag. The other eight units were received in their original sealed inner pouches, also received inside a larger plastic bag; labeled as catalog 532598c, lot number 16003659. Per visual analysis of the marker bands of catheters, none of them were displaced neither in the non-sterile or sterile units. No anomalies were found on either unit received. The received non-sterile unit along with two taken sterile sample units using ansi/asqc z1.4, with a special inspection level of s4, was visually inspected under vision system and no marker bands were detected dislodged. Thus, neither dimensional nor functional or microscopic analysis was performed due to no marker bands found dislodged. The catheters did not present any indication of a manufacturing defect or anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint ¿diagnostic endovascular catheters-marker band-dislodged-in patient¿ was not confirmed through analysis as the complaint device was discarded by the customer and the returned units were found to have no marker bands out of position or dislodged. Based on the available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
While advancing the device from the femoral artery to the aorta it was reported that all of the marker bands dislodged from the 65 cm. 5 fr. Supertorque cath mb pigtail 8sh catheter. Most of the marker bands were retrieved by aspiration but three or four marker bands remained in the internal iliac and deep femoral arteries due to the narrow access space, and the marker bands catching on the introducer tip. There was no reported difficulty removing the catheter from the package. The device appeared and prepped normally prior to use on the patient. The procedure was successfully completed with no clinical consequence to the patient. Analysis of the returned device did not confirm the dislodged markerbands. Nine units of cath mb 5f pig 65cm 8sh were received for analysis in two different bags under the same complaint p1-l8lzoe. Of these nine units, one of them was received coiled, non-sterile, inside a separated plastic bag. The other eight units were received in their original sealed inner pouches, also received inside a larger plastic bag; labeled as catalog 532598c, lot number 16003659. Per visual analysis of the marker bands of catheters, none of them were displaced neither in the non-sterile or sterile units. No anomalies were found on either unit received. The received non-sterile unit along with two taken sterile sample units using ansi/asqc z1.4, with a special inspection level of s4, was visually inspected under vision system and no marker bands were detected dislodged. Thus, neither dimensional nor functional or microscopic analysis was performed due to no marker bands found dislodged. The catheters did not present any indication of a manufacturing defect or anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint ¿diagnostic endovascular catheters-marker band-dislodged-in patient¿ could not be confirmed on analysis and an exact cause could not be determined since no marker bands were out of position or dislodged as indicated in the reported complaint. Based on the available for review, it is not possible to determine what factors may have contributed to the reported issue. The product analysis does not confirm an issue with the manufacturing of the device. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
While advancing the device from the femoral artery to the aorta it was reported that all of the marker bands dislodged from the 65 cm. 5 fr. Supertorque cath mb pigtail 8sh catheter. Most of the marker bands were retrieved by aspiration but three or four marker bands remained in the internal iliac and deep femoral arteries due to the narrow access space, and the marker bands catching on the introducer tip. There was no reported difficulty removing the catheter from the package. The device appeared and prepped normally prior to use on the patient. The procedure was successfully completed with no clinical consequence to the patient. Analysis of the returned device did not confirm the dislodged markerband; however, follow up investigation noted that the actual device used in the procedure was discarded. Nine units of cath (B)(4) were received for analysis in two different bags under the same complaint (B)(4). Of these nine units, one of them was received coiled, non-sterile, inside a separated plastic bag. The other eight units were received in their original sealed inner pouches, also received inside a larger plastic bag; labeled as catalog 532598c, lot number 16003659. Per visual analysis of the marker bands of catheters, none of them were displaced neither in the non-sterile or sterile units. No anomalies were found on either unit received. The received non-sterile unit along with two taken sterile sample units using ansi/asqc z1.4, with a special inspection level of s4, was visually inspected under vision system and no marker bands were detected dislodged. Thus, neither dimensional nor functional or microscopic analysis was performed due to no marker bands found dislodged. The catheters did not present any indication of a manufacturing defect or anomaly. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported complaint ¿diagnostic endovascular catheters-marker band-dislodged-in patient¿ was not confirmed through analysis as the complaint device was discarded by the customer and the returned units were found to have no marker bands out of position or dislodged. Based on the available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
The report received from the affiliate indicated that the marker band dislodged from the 65 cm. 5 fr. Supertorque cath mb pigtail 8sh catheter during delivery from the femoral artery to the aorta. The patient was reported to be doing well. Addendum: additional information received indicated that all of the marker bands dislodged. Most of the marker bands were retrieved by aspiration. Three or four marker bands were left in the patient due to the narrow access space and the marker bands catching on the introducer tip. The marker bands that remain in the patient are in the internal iliac and deep femoral arteries. There was no clinical consequence to the patient. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The procedure was completed successfully.

Manufacturer narrative:
After review, the country of origin for this complaint file was changed to (B)(6). The initial reporter remains the same as per the previous report.